Event description:
Customer reports lancet sticks out after being fired while using the softclix lancet device. Customer reports he accidently stuck his finger. No medical care provided due to accidental needle stick. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.